Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/17/2026, it was reported that the patient began receiving repeated urgent low alerts, with egv 40s¿60s and at times showing low without a number. These alerts continued from 01/17 through 01/20. The patient did not have symptoms of hypoglycemia and did not check a fingerstick. Because of the alerts, the patient drank large amounts of orange juice, honey, and grape juice. Although the egv increased briefly, they would drop again, which led the patient to believe she was experiencing hypoglycemia. Due to ongoing alerts and concern for her safety, the patient avoided driving and delayed seeking care because of cost concerns. On (B)(6) 2026, she went to the hospital, where a fingerstick blood glucose check showed a level over 600 mg/dl. The patient was treated with IV insulin via an insulin drip and stayed in the hospital for one day. She was discharged in stable condition and reported feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.